Manufacturer narrative:
Continuation of medical devices: product ID 5076-52 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) system was explanted due to infection. The system was later replaced. No further patient complications have been reported as a result of this event.